Event description:
Medtronic received information regarding a strata adjustable valve. The patient had a strata device implanted in (B)(6) 2014, at the age of 7 months. The valve worked as it should until (B)(6) 2019. The patient had regular checkups. On average 4-6 per year. During a check in (B)(6) 2019 the patient's valve had changed its setting "spontaneously" for the first time. It reoccurred twice on subsequent checks. The reporter assumed there was a fault with the valve. In (B)(6) 2019 a new shunt valve of the same type was implanted. The shunt valve that was operated on was sent to the manufacturer for analysis. In (B)(6) 2019 a third check after the operation happened, the new shunt valve had changed settings. Between 2019 and (B)(6) 2020, the patient had repeated periods of headaches, poor sleep, concentration difficulties and poor appetite. Troubleshooting started. Something in the patient's immediate environment had to be the source of the change in the valve setting. Medtronic's manuals state that ipads, mobile phones, and large speakers can affect the shunt valve and recommends > 5 cm of distance. Some things that changed in the life of the patient between spring of 2018 (a normal check) and the first instance of change in (B)(6) 2019 are as follows; acquisition of a new electric car, new and large speakers in a vintage car and a new caravan. The reporter borrowed an identical shunt valve that had not been used, and started doing testing on it. The dummy valve was placed behind the child seat in the electric car. The reporter stated there were normal measurements until (B)(6) 2020. On (B)(6) 2020 the setting changed from 2.5 to 1.5. To measure the magnetic field the reporter used, a dummy valve, a gauss meter, a shunt valve case with tools to read and change the valve settings. The reporter took measurements in the patient home environment, the patients home, garage, caravan, mercedes benz b-class electric car, charging station in the garage, mercedes benz gl, pontiac catalina 1961 model. The following dummy valve changes occurred while in the electric car. (B)(6) 2020: from 2.1-1.5 the dummy valve was calibrated to 2.5 in the hospital, and brought straight out to thecar in the car park. The valve was held in the hand and at a good distance from mobile phones, tablets or speakers, on the way to and from parking and the outpatient clinic for measurement and calibration. (B)(6) 2020: from 2.5-0.5 the dummy valve was calibrated to 2.5 in the hospital, and brought straight out to the car in the car park. The valve was held in the hand and at a good distance from mobile phones, tablets or speakers, on the way to and from parking and the outpatient clinic for measurement and calibration. (B)(6) 2020: from 2.5-2.0 the dummy valve was calibrated to 2.5 just outside the car and put straight into the car before driving. It was then checked in the car, just before the start of the journey. Disturbances from other magnetic fields outside the car can therefore be assumed to be eliminated. The reporter provided charts in their report but it is unclear what these charts describe. Follow up has been conducted to clarify what these charts are showing. The reporter did other measurements around the house but it was unclear if it affected the dummy valve in anyway. They concluded that the valve changes its settings under the influence of a magnetic field all the way down to 20-25 gauss, not 90 as the manufacturer states. The shunt's settings change in an electric car even if the magnetic field there is within general limit values (5 gauss). There are far more magnetic fields in the patient's immediate environment that can change the valve setting than first thought. Rotational movements of the shunt appear to be important. Shunt valve changes setting when affected by a magnetic field at a distance of 4 cm she got her first valve when she is 7 month. The second one she got the (B)(6) 2019.

Manufacturer narrative:
No parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.